Event description:
Boston scientific received information that this patient exhibited periods of dizziness and threshold issues. As a result, the patient was prescribed a holter monitor. When looking at the data from that monitor, it was found that there were three instances where pacing inhibition was noted for greater than 2 seconds. When explaining this to the patient, and the times noted, the patient stated that these were the times when they felt dizzy. The device was interrogated and everything checked out fine. Boston scientific technical services (ts) was consulted and stated that they could take an x-ray to see if there might be lead on lead contact. The physician elected to replace the device as it was nearing replacement time, and surgically abandoned the rate sense portion of the patient's right ventricular lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
The lead was partially surgically abandoned and successfully replaced.